Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of the unit revealed no discrepancies or discernible damage. During the investigation, visual inspection revealed that the power extension connector was seated in the connector cover. No blown components, burnt areas, or any other residual effects that could have been associated with the unit being hot to touch were observed. In addition, no power clip was attached and/or returned. All returned power cords were used with no malfunctions and free of exposed wiring. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using returned 4g gsm modem. Unit passed all signal acquisition frequencies in diagnostic-test including accuracy/noise and distance/home (reference test results provided). The cause of the problem was determined to be the power cord on the back of the pes frayed ¿ unconfirmed.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the power connector plug. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.